Event description:
Customer reported the insulin pump alarmed battery out limit while customer was at the store. Customer's blood glucose was 130 mg/dl. Device was alarming at the time of call. Customer changed the battery the night prior. Customer stated the alarm did not occur after first battery installation. Customer was advised to monitor the device. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.